Event description:
The customer reported getting a file system corrupted error message. The fe confirmed the system could not boot up due to the error message. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd board was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.